Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that the patient was falling multiple times. There were no hm transmissions to view, but it was reported as spikes without a resulting qrs on monitor. The information will be given to the physician and they will check thresholds.